Event description:
It has been discovered that an old practice of "sparking" an electrosurgical return pad can result in a patient safety hazard. Although we have not had any type of adverse event, we have become aware that some staff still use this old practice in an effort to assure that the pad is activated. This practice was used with the 3m electrosurgical universal return pad by peeling the pad back just a little, and touch a pencil tip to the pad and spark it to make sure the pad is activated. All staff have been retrained and 3m has been notified. Although there is no flammability rating on the pads, this practice does produce a spark, which is dangerous in the or and it is actually vaporizing the adhesive.